Event description:
It was initially reported by the surgeon that the pt was referred to him for a regular battery replacement surgery due to end-of-service (eos). The surgeon did not interrogate or perform diagnostics on the pt prior to surgery. In the operating room, when the surgeon replaced the generator, he obtained high lead impedance on system diagnostics test. He took out the lead and re-inserted the pin all the way but still got the same results. The surgeon therefore went ahead and replaced the lead also. Explanted products are on their way to manufacturer for analysis. Good faith attempts to obtain add'l info have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.